Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument's grip was bent, causing side to side misalignment of grips. There was a .068 offset at the tips, indicating likely overloading at the tip. The instrument passed electrical continuity testing. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's distal pulley exhibited mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cable was broken/damaged. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.